Manufacturer narrative:
Imdrf investigation findings : code a030208 is not available in database to capture for usage problem identified based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was cloudy, not allowing insulin to enter body on (B)(6) 2026.